Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the catheter shaft was broken 17.6cm from the proximal with 10cm of braid exposed and 29cm with 9.5cm of braid exposed. Physical testing confirmed the presence of coating, however, coating damage was evident distal to both breaks. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as dfu states "this failure occurs as a result of lack of adequate flush to the dispenser coil before removing the catheter. Flushing the dispenser coil with 10cc's of saline activates the hydrophilic coating on the catheter allowing the catheter to be removed without difficulty. If inadequate flush is used the catheter may adhere to the sides of the dispenser coil and may break when the physician attempts to remove it." (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during preparation for a percutaneous coronary intervention procedure a hub detachment occurred. During preparation of a 135/10 renegade hi-flo microcatheter as the device was removed from the hoop it became stuck and broke approximately 4 cm from the distal hub. The microcatheter was replaced and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok. Analysis revealed that the catheter shaft was broken 17.6cm from the proximal.